Manufacturer narrative:
(B)(4). Batch # r93016. Investigation summary: the device was returned with no apparent damage and with the cable cut off. Due to the condition of the device functional testing could not be performed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols, or ncr(s) were found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the rachet sound and feel that it would hold was not evident. Therefore surgeon not confident it was effective and asked for another device. Item was removed and another device opened causing delay to surgical procedure. Another device opened to complete the case. Patient had prolonged surgery due to his concern. There was no adverse consequence to the patient.